Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r .

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was replaced. Therapy was restored